Event description:
The reporter stated the surgeon inserted a 13.2mm micl 13.2 implantable collamer lens and the lens flipped upon insertion. The lens tore while being removed and there was no patient injury. The backup lens was implanted.

Manufacturer narrative:
(B)(4). Evaluation: method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. Claim # (B)(4). Lens not returned.

Manufacturer narrative:
Results: visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).